Manufacturer narrative:
(B)(4). Xanthogranulomatous pyelonephritis. Xanthogranulomatous pyelonephritis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in a journal article various manifestations of reaction to use of absorbable hemostat. The article makes a non-specific reference to a previous report of xanthogranulomatous pyelonephritis. There is no further event information noted in the current article.